Event description:
Additional information received indicating surgical intervention was undertaken wherein the both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04290. It was reported the patient previously experienced a fall at an unknown date. In turn, a diagnostic check showed high impedance on contact 6. Reportedly, no intervention will occur at this time.